Event description:
The customer reported that she experienced a high blood glucose of 550 mg/dl that went down to 515 mg/dl, after the customer ate a large meal. The customer stated she was sweating and her shoulders were hurting the day before. The customer stated that she was never told about the bolus wizard and had been instructed to only give herself 5.0 units of insulin before meals. The customer was advised to speak with her doctor, with whom she had an appointment in a few days. The customer declined to troubleshoot her high blood glucose as she believed it was due to the big meal she ate. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).